Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their pump was turning off several times a week without reason. Their blood glucose was 6.2 mmol/l. Nothing further reported. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Device had unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test, and displacement test or verify battery loss power alarm due to unresponsive button.